Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected one right atrial (ra) lead out-of-range impedance measurement but never issued a latitude alert. Boston scientific technical services (ts) reviewed the device data and confirmed that the ra impedance was never greater than 2,000 ohms.